Event description:
This device had a failure of the catheter to snuggly fit against the obturator, causing the beveled cutting edge to not be exposed, causing difficulty with advancement of the device into the chest cavity. The initial attempt to reach the fluid was unsuccessful, as product could only be advanced about 1.5cm into the skin. A second kit was obtained and verified that the catheter fit snuggle against the obturator, and the procedure was then done without any immediate complications. Fluid was immediately reached, and drained in the usual fashion.